Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope exhibited burry image which cause an interference with the procedure. The event occurred during preparation for use, prior to a gastroscopy diagnostic procedure. It was reported that the procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. The device was not returned to olympus; therefore, the device was unable to be inspected. Olympus will continue to monitor field performance for this device.